Manufacturer narrative:
Due to character restrictions, event site name: (B)(6).a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during iabp therapy, cardiosave intra-aortic balloon pump (iabp) had distorted display and shaking screen along with power-up fault code #14 malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9 device available for evaluation and date return to manufacture, e1(initial reporter), g1(contact person - mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, conclusion) h11. A getinge field service engineer (fse) evaluated the unit, and the issue was successfully reproduced. The fse replaced the display top assembly. The power-up test failure (#14) was resolved through vac regulator calibration, and the drive manifold assembly was replaced as a precautionary measure. Additionally, the following parts were replaced as preventive actions: cable assembly, video, upper display monitor, power cable, upper display monitor video, and pcba upper display monitor . All repairs were performed in accordance with the service manual. The failure analysis and testing dept. Received the following parts associated with this complaint drive manifold assembly cable assy, video upper display monitor mwts pcba, cardiosave rohs upper display monitor assy, display top lcd rohs . These parts were received with a reported unit failure of code 14 and display is distorted and the screen is shaking. Please note: each part was tested separately then togther. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed. Drive manifold assembly into the cardiosave test fixture and tested the drive manifold to factory specifications per procedure and the cardiosave service manual part number. The fat dept. Proceeded to perform the all manifold test. The drive manifold passed all testing. The fat dept. Then proceeded to boot the cardiosave into clinical mode to observe if code 14 message is seen on the display upon power up. The fat dept. Could not replicate code 14 message on the display. Code 14 is an indicator that the regulator calibration needs to be performed. The drive manifold passed testing. The failure analysis and testing dept. Installed part pcba, cardiosave rohs upper display monitor into the cardiosave test fixture and tested the cable assembly to factory specifications per the cardiosave service manual part. The fat dept. Could not replicate the complaint of the display being distorted and a shaking screen. The upper display monitor board passed testing. The fat dept. Could not replicate the complaint of the display being distorted and the screen was shaking. The fat dept. Proceeded to install part assy, display top lcd rohs into the cardiosave test fixture and tested the display to factory specifications per the cardiosave service manual. The fat dept. Could not replicate the complaint of the display being distorted and the screen was shaking. The display passed testing. The fat dept. Installed part cable assy, video upper display monitor into into the cardiosave test fixture and tested the cable assembly to factory specifications per the cardiosave service manual. The fat dept. Could not replicate the complaint of the display being distorted and the screen was shaking.the cable passed testing. The fat dept. Booted the cardiosave into clinical mode and allowed it to pump. Total run time was three hours and no distortion of the screen and shaking of the screen was observed. All parts passed testing. The fat dept. Could not replicate the complaint. Retaining the parts in the fat dept. Per procedure number. The most probable root cause is component reliability.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code ,type of investigation ,investigation findings , component codes , investigation conclusions )

Event description:
N/a